Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation and the correction of the lot number. The thunderbeat tb-0535fcs probe was returned to the service center for evaluation of the ¿probe broke¿. The user¿s complaint was confirmed. The returned condition thunderbeat hand-piece was attached to an usg-400/esg-400 unit and a probe check was performed. The device did not pass the probe check. A visual inspection of the probe observed some tissue buildup. It was observed that the teflon pad had normal wear with no anomalies, such as exposed metal. The distal end of the probe was placed under the microscope and inspected, and confirmed that the end was detached. Approximately 17 mm of the probe tip was detached and returned to the service center. The detached tip was observed to have visible foreign material on it. The switches, wiper, handle and jaw movement were observed to be function normally and smoothly. The handle load and rotation of the knob torque was noted to be normal and smooth. Based upon similar reports and the evaluation of the returned probe, the determined cause of the damaged/broken hand-piece is attributed to the probe coming into contact with either a hard or metallic surface during activation.

Manufacturer narrative:
The device has not been returned to the service center for evaluation. Therefore, the exact cause of the reported event cannot be determined. Upon receipt of the device, an evaluation will be performed and a supplemental report will be submitted.

Event description:
The service center received a report that a tip of a thunderbeat (tb-0535fcs) probe broke off during preparation for a procedure. There was no patient involvement and the tip did not fall into a patient. No further information was provided.